Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a viance cto crossing catheter during patient treatment. IFU was followed. It is reported that a torque handle defect occurred during the procedure. The physician determined the product could no longer be used in the procedure. The device was attempted to be used in the procedure past its expiry date. The procedure was completed using medtronic products. No patient injury reported.

Manufacturer narrative:
Product analysis: the viance crossing catheter was received within a sealed plastic biohazard pouch, within its opened labeled pouch, and loaded within its card stock holder. No ancillary devices nor procedural images were received for evaluation. Per the viance crossing catheter¿s sealed labeled pouch the expiration date is 2020-05-02. Per the initial event description the event date was (B)(6) 2020. Technical analysis of the returned viance cross catheter¿s opened label pouch and information from the initial reported event confirmed that the device was passed its expiry date on the date of the event. The viance crossing catheter was removed from its sealed labeled pouch and card stock holder. Visual analysis of the viance did not indicate any abnormality or deformity with the device. Functional testing of the viance revealed that the torque device could slide freely over the catheter, be tightened, and torque the catheter. Technical analysis could not confirm torque handle defect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.